Event description:
Prior to implant, an outer insulation defect was noted. The lead was discarded and a new lead was implanted successfully with good electrical measurements. The patient was in stable condition.